Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to non-conversion of the patient's ventricular fibrillation (vf). An x-ray was taken which showed the s-ICD generator implanted anterior and below the mid axil line. The electrode was implanted left of the sternum. Non-conversion was attributed to the implant position of the products. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient went into cardiac arrest during a heart catheterization procedure and CPR was performed. During CPR the patient was shocked. The impedance measurement for the shock was 150 ohms. There were two events stored in the subcutaneous implantable cardioverter defibrillator (s-ICD). Each event showed two shocks. The first event in each was due to double counting but then the rhythm deteriorated to ventricular fibrillation (vf) and another shock was delivered in each episode. Four shocks were delivered by the subcutaneous implantable cardioverter defibrillator (s-ICD) none of which converted the arrhythmia. Three external shocks were also delivered while doing chest compressions. The patient was successful revived and fine ventricular fibrillation (vf) was observed on the monitor at the time. Boston scientific technical services (ts) discussed that it appeared the rhythm slowed after each shock, but the patient went back into vf. Ts recommended obtaining a chest x-ray to assess position of the device and electrode, especially since the impedance measurement for the delivered shock was greater than 100 ohms. An x-ray was taken which showed the can was slightly inferior and anterior and the electrode was left of the sternum without a large portion of cardiac muscle in-between. The patient and physician are currently discussing the possible need for future defibrillation threshold (dft) testing. The field representative noted they are still undecided as to further action at this time and the patient is at home and doing well. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. During testing the subcutaneous implantable cardioverter defibrillator (s-ICD) did not pass the high voltage diode portion of the test, and was just outside the limits. Analysis determined this was most likely due to the external shocks the patient received. The s-ICD passed all other tests. The shocking function of the s-ICD was verified to be normal during further analysis testing. The device was tested manually to view the shock pulse on an oscilloscope. The 54 volt and full energy shock pulses were normal in appearance. Analysis was able to determine that the damage to the high voltage diode circuitry did not limit the ability of the device to deliver a proper shock output and would not affect the device's ability to deliver therapy. Subsequently it was determined that the device operated appropriately with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.